Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, an abstract from a coloplast engineer indicated a video was shown of a catastrophic bleeding case that occurred while removing a titan reservoir. Severe bleeding went on for several minutes and was located after using a counter-incision to stop the blood at the iliac vein. It is not clear why bleeding happened. A physician in the audience commented that the counter-incision should have been done within a minute, not waiting so long. Also, when doing a revision from another implanter a CT should be done to ensure that there are no surprises. The coloplast engineer had indicated in his notes that it was a titan reservoir; however, upon further discussion with the coloplast engineer, he is unclear if this was a coloplast product or not. It is also unclear who the surgeon was in this case (may or may not have been one of the presenters).